Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the reader. A valid strip lot or serial number was not provided for this complaint. Clinical and stability data was reviewed for precision strips and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for precision strip and, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for libre reader and, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.